Event description:
A pt reported experiencing erratic results with an ot basic original meter. The pt's blood glucose results were 160mg/dl, 80mg/dl, 120mg/dl, 170mg/dl. Tests were done <10 minutes apart with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.